Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged erroneous results for 3 patients tested for troponin t quantitative on an h232 instrument. All results were reported outside of the laboratory. All 3 patients were tested for troponin t quantitative on the h232 instrument and the result was between 50-100 ng/l. When each patient's sample was measured at the hospital the result was <50 ng/l. Patient 2 is a (B)(6) year old female and patient 3 is a (B)(6) year old male. The patients received further treatment at a private clinic or public hospital; however, the customer could not provide any additional information about this. At the time of the results from the h232 instrument, the patient was not sent to the other clinic, only the patient sample was sent. No adverse event was reported. The h232 instrument serial number was (B)(4). Neither the h232 instrument nor a similar device is sold in the united states. Quality controls were acceptable. Retention samples of the same lot that the customer used were tested. The results of all measurements fulfill requirements.

Manufacturer narrative:
The customer returned the h232 instrument with serial (B)(4). Retention samples of the same lot that the customer used were tested on the customer's meter and the h232 meter used at the investigation site. The results from the h232 meter used at the investigation site fulfill requirements. The results from the customer's h232 meter showed irregularities. The customer's h232 meter was further investigated. The optical unit was checked. Dust on the lens and all mirror surfaces was identified. The large mirror showed a spot indicating liquid had infiltrated this area. The dust observed is not due to strip abrasion. Neither the h232 instrument nor a similar device is sold in the united states.